Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation for a shaft fracture utilizing a lcp superior clavicle plate. Reoperation was due to hardware removal due to plate irritation reported by the patient. There was a union of fracture in about 12 weeks duration. No postoperative complications reported. Patient outcome is unknown. No further information is available. This report is for one (1) 3.5 lcp superior clav pl/6 hole/rt/85. This is report 1 of 1 for (B)(4).